Event description:
The customer returned the device stating, "the infusion pump appeared to be overheating and melting". During device evaluation it was found the downstream occlusion (dso) seal was cracking.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed, and no errors were identified in the event log. During visual inspection identified physical damage including a cracked battery compartment; however, there was no evidence of melting. The reported complaint cannot be confirmed. Upon further inspection downstream occlusion seal was cracked. The root cause could not be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection identified that there was a cracked battery compartment. However, there was no evidence of melting. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified. Upon further inspection it was found that there was a cracked downstream occlusion (dso) seal, which was later replaced.